Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. The display screen lens was found to be severely scratched. A battery compartment crack was observed during evaluation.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a battery compartment crack. This report is made based on results of the investigation performed on (B)(6) 2014.